Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that egms revealed noise, oversensing, and increased thresholds and impedance.